Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "on (B)(6) 2023, when the catheterization teacher was inserting the catheter for the patient, there was a burr split at the end of the guidewire, which could not penetrate the catheter sheath, and then replaced it with a new mst for operation." No other information was provided.

Event description:
It was reported by the customer "on (B)(6) 2023, when the catheterization teacher was inserting the catheter for the patient, there was a burr split at the end of the guidewire, which could not penetrate the catheter sheath, and then replaced it with a new mst for operation." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a guidewire. The guidewire tip appeared to be rough. Evidence of use was observed near the sample in the returned photograph. Although a damaged guidewire was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.